Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿the proglide did not get bleed back from the marker lumen¿ was not confirmed as the returned device was successfully flushed. The reported ¿when the device was removed, and prior to lever deployment, the blue suture was noticed to be outside the guide¿ was observed as a premature posterior need tip deployment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The reported ¿the proglide did not get bleed back from the marker lumen¿ appears to be related to under insertion of the device in the patient anatomy. The reported ¿when the device was removed, and prior to lever deployment, the blue suture was noticed to be outside the guide¿ appears to be related to the posterior needle tip prematurely ejected due to inadvertent depression during insertion into the patient anatomy.the subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - lot # updated from unknown to 4060841.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, the proglide did not get bleed back from the marker lumen. The marker lumen was successfully flushed during preparation for use. When the device was removed, and prior to lever deployment, the blue suture was noticed to be outside the guide. The suture of a new proglide device was successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.